Event description:
I had breast implant procedure done in (B)(6) 2006. About 3 years later I developed lesions on my face and scalp that would not heal, leaving bald spot and scars on my face. I was diagnosed with discoid lupus in 2009 symptoms worsened through the years, including being hospitalized with out diagnoses, diagnosed 2021 with another form of lupus, sjogren's syndrome, elevated sugar may have diabetes, tested positive for ana, major hair loss and thinning, heart palpitations, vision worsening, pain and swelling of breast, left side is bigger than the other, body itching, insomnia, no sun exposure, including certain lighting, body pain at times unable to get out of bed, brain fog and confusion unable to focus, depression, vertigo episodes, loss of balance, ear lesions, unable to lose weight, unexplainable night sweats and chills, abnormal periods, flares to certain environment, certain foods cause flares, always tired, exhausted, hands and fingers swell and turn red, dry mouth, dry eyes, a very long list of health issues for 12 years now. I get blood work done every 6 months, and began kenelog injections every month 2021. Other forms of medications were prescribed but cause severe allergic reactions as well. I have been to various dermatologist, doctors, and rheumatologist, and nothing has changed, only gotten worse. FDA safety report ID # (B)(4).